Event description:
This is a report of a home patient (hp) that was hospitalized for trouble breathing and fluid in her lungs. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was retuned for evaluation. The device met specification with no issues observed. A service history review and device history review were performed with no issued noted.